Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.